Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test properly. However, corroded electronic assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had exposed to moisture. Customer stated fluid was under the insulin pump screen. Customer stated they went swimming in the lake. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.